Manufacturer narrative:
A pump was returned for evaluation. Examination and testing of the returned component revealed a separation/leakage site in the non-serialized outlet tubing at the strain relief/tube junction. Examination of the surfaces of the separation revealed markings characteristic of stress(s) induced rending. This separation is surrounded by an area of abrasion that extends down the tube length and has worn through the first tube layer. The pattern of this abrasion indicates that the tubes were overlapped. Additionally all of the tubings are noted to curve down toward the inlet, indicating that they were in such a position while in-vivo. Opposite the separation a crease mark within a confined area of abrasion is noted. Based on qa's examination qa concluded that while in-vivo the exiting tubings were bent, over lapped, and abrading against one another and that the non-serialized outlet was partially kinked. Qa further concluded that this positioning, in combination with device usage over time, could have contributed to sufficient stress(s) to rend the tubing at the noted site. A rent of this type would allowed the loss of fluid and render the device inoperable, however because no reason for removal was provided qa is unable to determine if this was the sequence of events that lead to the revision surgery.

Event description:
Per the info provided to co by the physician's office, via co's international representative, the device was removed due to a "tubing tear." As reported to co, only the pump was removed and replaced, leaving the rest of the device in place.